Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that after surgery, the patient had did not meet vision satisfaction outcome. Clinical reason being mentioned as not met desired po (post operation) refraction. The iol was explanted and exchanged for an unknown atiol following the secondary implant procedure. Additional information has been requested.